Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device wasn't returned, but the receiver that was used with the device has been received for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the share direct pediatric receiver device ((B)(4) lot number 5198613), being used with the complaint transmitter device, was returned on for evaluation. The returned share direct pediatric receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected; however, a review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.